Event description:
It was reported that during a ptca/stent procedure of a calcified type "c" lesion located the distal lcx, predilatation was attempted with a suboptimal result. The stent delivery system was advanced through the 6fr. Guide catheter, however, strong resistance was observed. The delivery system was pulled back into the guiding catheter and was withdrawn leaving the guide wire in the coronary. When the delivery system was withdrawn, it was found that there was no stent on the balloon. The implant had separated at the proximal lcx. A 2.0mm balloon catheter was passed through the implant, and the stent was moved to the target lesion and deployed at 2atm of pressure. No major complications were reported.